Event description:
Siemens became aware of an incident that occurred while operating the artis zee multi-purpose system. During a patient procedure, the system collided with the floor. The collision caused the damage to the rubber strip on the c-arm and broke the wires. There was no impact to the state of health of the persons involved. Siemens has requested additional details in order to conduct an investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
H3, h6: the investigation was performed on expert discussions considering complaint description, customer service reports system history, and system log files. According to the provided information, during a procedure, the c-arm collided with the floor. The procedure was continued and finished on the imperfect system. No health consequences have been reported. Detailed investigation revealed that the collision occurred during a user-controlled system movement in ¿override mode¿. ¿override mode¿ is an optional mode where collision protection is deactivated, and system can only be moved manually at slow speed. According to log files the c-arm was moved towards the floor. As desired, according to the defined collision zones, system stopped without a collision, and the user was informed by a collision warning message and a collision warning sound. The user used the ¿override mode¿ and proceeded movement towards the floor, which resulted in the collision with the floor. This damaged the proximity switch, which was replaced as part of service activity. The root cause of the collision was determined to be user inattention. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.